Event description:
It was reported that the user experienced an unexpected nocturnal severe low blood glucose event while using the ilet system and required assistance from another person; the user self-treated with chocolate, and there was no loss of consciousness. Symptoms included hypoglycemia with impaired ability to self-manage. Outcomes included temporary functional impairment requiring assistance, with recovery after carbohydrate intake and no hospitalization. Investigation included collection of event details and request for additional information from the user. Investigation of this case revealed insufficient information to link the event to a device malfunction or component failure, and no device performance issue has been identified based on the available details. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.